Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, another company's stent delivery system (sds) was attempted to advance the lesion; however, this was unsuccessful. This resulted in stent separation and subsequent retrieval with a snare. The multilink sda was introduced; however, the stent also separated from the sds proximal to the lesion. The stent was easily removed. Subsequent inspection of the used stent revealed that a piece of the elastic membrane was missing. The piece was retrieved from the coronary utilizing a goose neck snare.